Event description:
Customer reported "passed out" due inability to test on device. Customer stated strip would not come out of device. Paramedics called, IV administered, & customer transported to hospital. No controls were in use. A request was made for the suspect device and replacement product was sent.